Event description:
It was reported via repair work order that the foot end pedal was broken off with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.